Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported that the central nurse station (cns) was spontaneously boot looping while in patient use. No reports of patient harm. Investigation summary: the customer declined remote troubleshooting and requested a warranty repair. The unit was returned to nk tech support, who verified the model and serial number and performed a physical evaluation with no damage found. The hard drives were identified as the source of the malfunction and were replaced with two new hard drives. The system was reimaged using a backup dvd per the service manual, initialized, and the touchscreen was calibrated. Communication with the bedside monitor, full disclosure, recorder, alarm indicator, sound, mouse, and keyboard were all verified. The unit completed 48 hours of extended testing and passed quality control inspection. Root cause: hard drive failure. No further investigation is required. Additional information: b4. Date of this report, g3. Date received by manufacturer, g6. Type of report, h2. If follow-up, what type? H3. Device evaluated by manufacturer, h6. Event problem and evaluation codes, h11. Additional manufacturer narrative.

Event description:
The biomedical engineer (bme) reported that the central nurse station (cns) was spontaneously boot looping while in patient use. No reports of patient harm.

Manufacturer narrative:
The biomedical engineer (bme) reported that the central nurse station (cns) was spontaneously boot looping while in patient use. No reports of patient harm.nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The biomedical engineer (bme) reported that the central nurse station (cns) was spontaneously boot looping while in patient use. No reports of patient harm.